Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was observed that the balls of the front ball bearing was missing / destroyed therefore the cutter could not be inserted. The device also failed pretests for cutter insertion. It was further observed that the pretests for temperature and vibration could not be performed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an intracerebral electrode implantation osteotomy procedure, it was observed that the craniotome device had a mechanical jam. According to the reporter, the surgeon finished the procedure and tried to replace the craniotome device with the attachment component(s) and a burr. Subsequently, it was observed that seven pieces of ball bearing-like objects had come off the craniotome device. There were no delays in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.